Event description:
A caller reported a malfunction on a pump, identified with the code malf 1. No notable events occurred prior to the malfunction, and there was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump, as the caller was unable to charge the pump at the time of the call and requested a follow-up call for further assistance. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.